Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. This occurred after transseptal access had been obtained with a brk needle. The md inserted the pentaray catheter into the left atrium and there were no signals. The md tried to manipulate the catheter and was unable. Intracardiac echocardiography (ice) imaging was then used, and the effusion was discovered with a soundstar catheter. A pericardiocentesis was performed with 340 ml of fluid removed, tube was left in place. The procedure was abandoned. The patient was stable and admitted. This adverse event was discovered during use of bwi products, during the mapping phase. The physician stated that he suspected he did not cross the septum in an optimal location which could have potentially caused the adverse event. The patient required extended hospitalization because of the adverse event. Prior to noting the effusion, typical flutter had been ablated in the right atrium. The caller stated there was no effusion before going transseptal. There was no evidence of steam pop. Ablation catheter had not been inserted into the left atrium so there are no irrigation flow settings available for the catheter. No error messages were observed on biosense webster equipment during the procedure. The patient is hemodynamically stable at this time. There was no evidence of effusion present before the procedure. It was later reported that the signals on the pentaray were not lost, the catheter was just in an area that did not have signal. The catheter was not confirmed to be in the atrium. That is why there were no signals on the catheter. Body surface ECG from both the ep recording system as well as anesthesia monitor were available and used to monitor the patient during pericardial drainage.

Manufacturer narrative:
It was reported a male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. This occurred after transseptal access had been obtained with a brk needle. The md inserted the pentaray catheter into the left atrium and there were no signals. The md tried to manipulate the catheter and was unable. Intracardiac echocardiography (ice) imaging was then used, and the effusion was discovered with a soundstar catheter. A pericardiocentesis was performed with 340 ml of fluid removed, tube was left in place. The procedure was abandoned. The patient was stable and admitted. Device evaluation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).